Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing vomiting, dehydration, body aches, and pain. The patient¿s cgm was reading 89 mg/dl and the bg meter was reading 900 mg/dl. The patient¿s wife took him to the emergency room (ER). The patient was diagnosed with diabetic ketoacidosis (dka). The patient can no longer recall all the medications provided to him while at the hospital. The patient was discharged 1 day later. At the time of the report, the patient was doing fine and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.